Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the event. Based on the information provided by the hospital it was concluded that the injury that is shown on the photographic evidence is not a burn that was the result of the mr examination but a pressure ulcer related to the underlying condition of the patient. It was stated by the hospital staff that the injury was not noticed until 5 days after the examination even though the patient was examined every day in between by doctors and other physicians. The summary in the patient file also mentions: 'impression : pressure ulcer.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report on a 3rd degree heating incident with an ingenia 1.5t mr system.